Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Electric dermatome, serial number (B)(4), was manufactured on june 22, 2009, is over 7 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the electric dermatome on (B)(6) 2016 revealed minimal cosmetic damage to the head and neck of the hand piece including nicks and scuffs. The thickness control lever operated as intended. The power cord appeared to be in good condition. The master blade, serial number (B)(4), sat slightly behind the leading edge of the control bar. The safety switch operated as intended. The device was tested with the electric dermatome test power supply it #(b)(1) under stroboscope it #(B)(4), and the motor speed was within specifications, however, the motor speed intermittently would run at a faster rate than could be measured by the stroboscope. The customer did not return a power supply for evaluation. Prior to repair, the calibration was outside specification at all the thickness settings except for the 30 setting. The device was outside side to side specification at all settings except for the 20 setting. Repair of the electric dermatome was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the power cord assembly, power switch, ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, and o-ring. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per zpo 13.127 rev. 34. The reported event ¿that the device was cutting too deep; it was also making a strange noise¿ was partially non-verifiable as no testing was able to be done to try to replicate the device cutting too deep. However, it was unconfirmed that the device was making a strange noise since nothing out of the ordinary was noted during testing. Based on the information that was provided the root cause of the reported event could not be specifically determined. The device is over 7 years old and has not been previously repaired by zimmer biomet since june of 2014. The IFU states that ¿the zimmer electric dermatome should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy.¿ electric dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device was cutting too deep and was making strange noises. No adverse events have been reported as a result of this malfunction. Attempts have been made and additional information on the reported event is unavailable.